Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the device was not pacing when the ventricular lead was placed in the header. The company's technical services consultant determined this was due to noise in the environment. Sensing difficulty and programming/telemetry difficulty were noted. The device was not implanted. No patient complications have been reported as a result of this event.